Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing resulting in many stored episodes. This was detected during routine follow up. There was no pacing inhibition observed and no inappropriate device shocks occurred. In response, the physician surgically abandoned the pace and sense portion of the rv lead and a new pace and sense rv lead was implanted. The shock portion of the original rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.